Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's touch screen intermittently "went black" in different areas of the display such as the time and date on the top section of the display. The customer's blood glucose level was in the 120-160 mg/dl range. Reportedly, the pump was reset and the issue no longer was occurring. The customer continued to use the pump for insulin therapy.